Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux-n-y gastric bypass, while inserting the anvil through the trocar site, the anvil was broken. It was reported that the surgeon loaded a suture through the holes on the base of the anvil on the back table. The suture/needle was too big at first and they used another one. Then, once the suture was loaded, the surgeon used a clamp to grasp the tip of the anvil through the opening and inserted through the trocar defect. When trying to push it through, the anvil popped off the clamp. When it was removed, the surgeon noticed that a piece of the anvil stem broke off. It was noted that the anvil was bent. Another device was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A retainer leg of the anvil was broken off and the two remaining legs were bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.